Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.

Event description:
During the procedure, blood leaked from the hemostasis valve when mapping with the advisor hd grid catheter. After the map was created, the non-abbott device (farapulse) was inserted, and blood leaked again. The introducer was replaced. When the second introducer was inserted along the guidewire, resistance was noted near the puncture site and insertion was difficult. Due to blood leakage from the hemostatic valve of the first device, blood pooling occurred. The area was wiped with gauze; however, some blood remained when the device was exchanged for the second product. At that time, there was kinking of the guidewire, and resistance was noted at the puncture site, preventing smooth insertion of the guidewire. Subsequently, force was applied while the tip of the guidewire was bent, and a sound consistent with vascular injury was noted. After that, resistance was still noted when inserting, so when it was removed and checked, it was noted that the dilator was kinked. No additional treatment was required for the vascular injury. The introducer was replaced again with a non-abbott introducer (faradrive), and the procedure was completed. After the procedure, bleeding occurred from the puncture site. This same bleeding occurred 3 times overnight; however, the condition stabilized thereafter. The current condition of the patient is unknown. No extension of hospitalization due to this event has been reported. The IFU states "if resistance is met when advancing or withdrawing the guidewire or introducer, determine the cause and correct it before continuing with the procedure" which was not followed.